Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant's investigation. Clinical review revealed there was no documentation in the medical record supporting a possible association between the fresenius dialysis products and the inguinal hernia repair.

Event description:
Review of a peritoneal dialysis patient's medical records information determined that the patient had an inguinal hernia repair.